Event description:
The (B)(6) contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6) 2013 the parent of a pediatric patient removed the sensor from the patient's arm on the day 7 of sensor wear. The (B)(6) reported that a small wire was left in the patient's arm, and the parent removed the wire with tweezers against medical advice. The device is not indicated for use in pediatric patients. The sensor is not indicated for insertion in arm. The (B)(6) reported that the patient did not experience discomfort at the insertion site and no medical intervention was required.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.